Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal), meropenem injection (1gm, once daily, intraperitoneal), and heparin injection (0.5 ml per bag) for peritonitis. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. It was reported that the patient was retrained in the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.